Event description:
The patient had surgery. Only 2 of 3 procedures were completed due to malfunction of the versapoint instrumentation. She was scheduled for fibroid resection with the versapoint again and the equipment failed during the previous case. The representative was not available with a back-up until later on the same day. Decision was made to reschedule when the machine and instrumentation repaired. Biomed tested the equipment and found the foot pedal to be defective. Replacement received and operational.